Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports "pain near where the implants are," "nodules around the breast," and bleeding "bright red blood" during breastfeeding. Patient also reported "a ruptured breast implant¿ the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, b6, g1, g2, h6.

Event description:
This record is for the left side.